Event description:
During preparation for implant placement from the posterior approach, the reamer was advanced too far anteriorly, penatrating the anterior annulus and cutting the iliac vein. An anterior exploration was performed to identify and repair the source of bleeding. A large amount of blood was lost during the repair of this vessel.